Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had a procedure done to extend the veptr. At a later date, the patient was released from the hospital. The surgeon discovered via a x-ray that the lamina hook at l2 was uncoupled and decided to do a follow-up. The patient did not experience any symptoms. Device will not be returned for investigation. No additional information is available at this time. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.